Event description:
Arjo received a telephone call followed up by email requesting information in respect to an investigation into an issue with a postoperative compartment syndrome which may have occurred after use of a flowtron pump during prolonged surgery. The external investigator refused to provide any details to date due to confidentiality of the external investigation. Arjo attempts to collect the information about the event.

Manufacturer narrative:
The investigation is in progress. The manufacturer was informed about the complaint. The conclusions will be provided within the manufacturer's follow-up report 3005619970-2022-00002 once available.